Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Guidewire was visually inspected, and it was noticed that distal end was kinked/bent and the polymer jacket was partially detached. The corewire tip was covered with the polymer jacket. No more visual damages were found in the device. Distal tip kinked/bent and polymer jacket partially detached was confirmed under microscope inspection. The corewire tip was covered with the polymer jacket. Detailed pictures of the distal end area were captured. The device was sent for material analysis and by sem inspection, bending direction and the failure plane suggest a mechanical overload (bending overload) as a failure mode. Additionally, core wire surface was observed with black areas, which suggest the presence of thixon (adhesive) applied between the core wire and the missing polyurethane.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal tibial artery. A 300cm straight tip v-14 control wire guidewire was advanced; however, during the procedure, a very small piece of the distal tip of the guidewire broke off and was left inside the patient's body. The physician attempted to remove the broken piece and was unable to retrieved. The procedure was completed and the patient was expected to fully recover.

Manufacturer narrative:
Occupation- initial reporter facility name: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal tibial artery. A 300cm straight tip v-14 control wire guidewire was advanced; however, during the procedure, a very small piece of the distal tip of the guidewire broke off and was left inside the patient's body. The physician attempted to remove the broken piece and was unable to retrieved. The procedure was completed and the patient was expected to fully recover.